Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. To date, no additional information was obtained. However, if additional information becomes available or the device is returned at a later time, this report will be supplemented accordingly. The OEM conducted a review of the device history records (DHR) for the concerned lot number without showing any deviations or non-conformities during the manufacturing process.

Event description:
Olympus was informed that during procedure, the needle at the distal tip of the hf-resection electrode device broke off and fell inside the patient. The broken fragment was retrieved from the patient. The device was replaced with a similar device and the procedure was completed. There was no patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update. A visual inspection of the received condition was performed on the device; the needle at the distal end of the device was detached and was not returned. Approximately 0.143¿ of the needle is suspected to be missing. The distal end of the device was inspected under a microscope; foreign material was found indicating the device had been used. A continuity test was performed and, the device failed the continuity test due to the damage within the device. No other devices were returned for evaluation. The exact cause of the reported event could not be confirmed, however, based on the evaluation and similar reported events the most probable cause of the reported event may occur from mechanical overload by the application of excessive force and improper handling, the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated and or higher output settings on the electrosurgical generator. The instruction manual provides warning to mitigate the risk of damaging the instrument which states, ¿bending the distal tip may damage the hf-resection electrode leading to sparkover between the hf-resection electrode and the telescope. There is a risk of electrical, mechanical and thermal injury and/or unintended nerve stimulation. Never try to bend the distal tip of the hf-resection electrode.¿